Manufacturer narrative:
This report is submitted on december 1, 2020.

Event description:
Per the clinic, the patient developed a skin infection at the incision site. Additional information has been requested but has not been made available as of the date of this report.